Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and manually ventilated via an ambu bag until an alternate ventilator was set up. The patient was then placed on an alternate ventilator. The patient was not harmed as a result of the event.